Event description:
It was reported that the reservoir has air bubbles near the tubing connector. It was stated that the insulin pump was not rewound with a reservoir in place. Customer's mother was advised to deliver a 5 unit fixed prime until air bubbles are no longer visible; more air bubbles appeared. Customer will not be warning set again. Insulin was stored at room temperature. Customer was advised to change the infusion set as well. Blood glucose value is 236 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.